Manufacturer narrative:
The involved pump has not been returned to mmdg, and an evaluation of the device has not been possible. Mmdg will update this report as information becomes available.

Event description:
Mmdg received a medwatch letter stating that a patient had expired. The letters states that the visiting nurse confirmed the patient was stable prior to leaving and that on an unknown date the pharmacy was informed the patient had expired due to respiratory issues. Mmdg was not able to obtain any additional information or attempt any follow up as the pharmacy or caregiver information was not provided in the medwatch. [(B)(4)]

Manufacturer narrative:
(B)(4)'s case comment for mw5062171: for this event report, medical history, current health status, and cause of death are not reported other than "respiratory issues". Additionally, the patient was receiving an infusion of (B)(4) just prior to the patient's demise. (B)(4) has been reported by the manufacturer, with a "black box warning", to cause serious infusion reactions, including death, especially during the initial infusion. No details were provided whether or not the patient was being monitored by a medical professional during the infusion. Additionally, no pump serial number, pump history, or infusion parameter settings were provided by the complainant. Therefore, it is not possible to infer or assess any relationship between the patient's death and use of the curlin pump.

Event description:
(B)(4) received a medwatch letter stating that a patient had expired. The letters states that the visiting nurse confirmed the patient was stable prior to leaving and that on an unknown date the pharmacy was informed the patient had expired due to respiratory issues. (B)(4) was not able to obtain any additional information or attempt any follow up as the pharmacy or caregiver information was not provided in the medwatch. (B)(4).